Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed a high amount of short interval counts (sic) and oversensing was noted on stored episodes. A lead fracture is suspected. No changes have been made at this time and the lead currently remains in use. No patient complications have been reported as a result of this event.